Manufacturer narrative:
Two photos received by our quality team for investigation. Through visual inspection, product packaging is observed with material 990687, additionally a syringe is observed, no defects or issues observed. Physical sample is required to further analyze. The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed. No changes in manufacturing process or raw materials for this reference have been performed that could modify the behavior of the cases or product and could be related to this defect. Based on the quality team's investigation, we are not able to identify a root cause related to our manufacturing process at this time.

Event description:
The report of the 20ml syringe, which has opacity throughout the syringe and we are told that the hospital is unable to detect if any solution is cloudy.

Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. D.4. Medical device expiration date: unknown. H.4. Device manufacture date: unknown. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd plastipak¿ syringes has opacity throughout the syringe and unable to detect if any solution is cloudy. The following was received by the initial reporter: the report of the 20ml syringe, which has opacity throughout the syringe and we are told that the hospital is unable to detect if any solution is cloudy.